Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 29, 2024.

Manufacturer narrative:
This report is submitted on december 29, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the implant. There was a skin infection which was treated with oral antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.